Manufacturer narrative:
Device evaluation: returned device was received in fair condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. Due to the age of device, DHR will not be applicable. No previous service history.

Event description:
Information was received that the "oxygen indicator not working" on a smiths medical pneupac parapac ventilator. No adverse effects were reported.